Event description:
Total hip arthroplasty revised 28 months after primary hip replacement surgery. At revision, cobalt chrome alignment pin in the stem was observed to have sheared.

Manufacturer narrative:
Other devices used: catalog number 220410 medium 47.5 neck, catalog number 332800 28mm+0 alumina head. Device history records for the stem are intact and conforming and indicate MFR to spec.